Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the distal stent strut row five (5) were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent struts were most likely lifted during withdrawal attempts when the struts got caught in calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22jul2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm x 3.0mm, eccentric, de novo, target lesion containing >= 90 degree bend was located in the in the mid right coronary artery. After re-dilatation was performed with a non-compliant balloon, a 38x3.00mm promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.